Event description:
The nurse manager from the hospital reported that the only problem was a discrepancy in the pt's chart and reported that there were no problems involving monitoring.

Manufacturer narrative:
The customer stated that she would like to retrieve a pt's vital signs measurements from an mp70 monitor (standalone). The nurse stated that the philips monitor performed within specification, so the incident is not with the mp monitor. The nurse stated that there was a discrepancy within the pt's chart logged by the staff, so she needs to compare the monitor vital sign trends with what is documented in the chart. The mms is the device that retains the pt trends with a standalone mp70 system. A philips response center clinical specialist (cs), tried to assist the customer. It was discovered that subsequent to this incident, the nurse did not discharge the pt, but instead she detached the mms from the standalone monitor and placed it on her desk for an extended period of time. The cs informed the customer that the mms trend data buffered memory without power applied will only last 6 hours per product labeling (instructions for use) and stated that they were unable to retrieve the requested data due to an extended period of time without power. The monitor and the mms are currently in use at customer's site. No further investigation or action is warranted. There has been no indication of any malfunction of the monitor or labeling.